Event description:
The customer reported via phone call that their insulin pump alarmed no delivery while in the process of changing the infusion set and reservoir. The customer's blood glucose was unknown. While troubleshooting, the customer was advised to manually push the plunger to see if insulin exited the tubing, but the customer stated that insulin did not exit the tubing. The customer was advised to assemble a new infusion set with the current reservoir, but insulin still did not exit the tubing. The customer did not have another reservoir available for testing. The customer was advised to change the entire infusion set as soon as possible. The customer later confirmed that they were able to complete the priming process. The customer was advised that the reservoir may have been the issue. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.